Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty recharging her ipg. The patient stated she has been experiencing issues recharging her ipg for approximately 6-9 months and has been unable to fully recharge her scs system for over a year. The patient is now unable to establish communication between her ipg and charger. The sjm representative met with the patient and confirmed the issue using different external devices. The patient is without stimulation. As such, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. Effective stimulation therapy was achieved postoperatively and reported issue is resolved.